Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced a low blood glucose event after an infusion site change only, while the previously used infusion set had exceeded its recommended use interval; the caregiver was informed that all infusion supplies must be changed together on the established three-day schedule for the specified infusion set. Symptoms included hypoglycemia with glucose below 70 mg/dl. Outcomes included transient low glucose for approximately 20 minutes, treated with oral carbohydrate, with no medical intervention, no ketone testing, and no hospitalization. Investigation included complaint intake review, user education on infusion set maintenance, and troubleshooting regarding infusion supply change intervals. Investigation of this case revealed no device malfunction and suggested use-related factors associated with delayed full infusion supply change as a potential contributor, although a definitive cause could not be determined. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.